Event description:
Medtronic received information regarding an axium coil that detached prematurely and required additional intervention to prevent patient injury. The patient was undergoing a coil embolization procedure to treat a ruptured saccular anterior communicating artery aneurysm. The aneurysm max diameter was 16mm and the neck diameter was 9mm. Blood flow was high. Vessel tortuosity was normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil detached prematurely 3cm from the aneurysm sac in the a1 segment and right supraclinoid segment at the origin of the posterior communicating artery. It was noted that there was no friction or other difficulty during delivery of the coil. The pushwire was not bent or broken. The physician had not repositioned the coil, rotated the pushwire, or attempted to detach the coil. Continuous catheter flushed was administered during the procedure. A stent was implanted from the left a2 to all of the right a1 and another stent was implanted from the m1 segment to the right ophthalmic segment to secure the coil and prevent patient injury. Tirofiban was administered to prevent thrombus related to implantation of the stents. There were no patient symptoms or other complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was without injury. The cause of the premature coil detachment was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.